Event description:
A healthcare worker experienced tingling on the left finger with whitening of the skin after they inserted a new cassette into the sterilizer. They scrubbed the white residue off their finger, and their symptoms resolved in ten minutes.